Event description:
The customer reported having high blood glucose, no delivery, and motor error alarms. The blood glucose reading at time of call was 433mg/dl, and he has treated with manual injections. The caller experienced light headed. Troubleshooting was performed. During the call, the customer stated being hospitalized due to problems with the prostate and high blood glucose of 500mg/dl. Assisted the customer to run the high pressure test and passed. The customer stated that the insulin pump was exposed to an MRI while he was having an x-ray. The caller stated that he took off the device, but left in the room with the machine. Performed the displacement test and passed. Instructed the customer to change the entire infusion set and reservoir, and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.